Manufacturer narrative:
Correction: implant date d6a.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardiac monitor presented with loss of pairing. There was an interrogation anomaly with a bluetooth telemetry issue. No changes were reported. The patient status was unknown.

Event description:
New information received notes the patient was stable.